Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, visibility/palpability, anxiety-product/procedure.

Event description:
Patient reported left side "recall." Healthcare professional additionally reported "capsular contracture baker grade IV with pain, palpable capsule, and visible retraction." The device remains implanted.